Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed. The device was used as-is to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Dropping or ejected clip the analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, ejected one clip and formed the remaining clips as intended. This finding is not related to the incident reported. No conclusion could be reached as to what may have caused the found ejected clip. No malformed clips were noted during evaluation; however, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The account alleged that the foot of the bed is going up and down without activating a switch.